Manufacturer narrative:
(B)(4). No sample will be returned for evaluation. Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
It was reported that "the case refers a patient to whom catecholamine had to be administered during a cardiological procedure. It was reported that the cvc was placed in the right jugular vein. At the same time, a transthoracic echocardiography examination (tee) was performed during which the head of the patient had to be moved. At the end of this examination the cvc was placed at 3 cm skin level. The position of the cvc and also the consistency of all lumens had been checked at the beginning of the intervention. Furthermore the wings were fixed with a loop to the operating table. Due to a haemodynamic instability of the patient the cardiologist had almost interrupted the examination. Afterwards this can be attributed to the fact that the catecholamine line was placed extravasally. In our opinion this is a severe incident which caused a high risk for a critically ill patient. A prompt reaction to this incident is therefore required.